Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. The device was not returned for evaluation, as it was discarded by the facility. However, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, per report the cause of the apical access site tear and subsequent bleeding was related to procedural factors (pushing/pulling of the esheath while advancing the devices). In addition to the transapical procedure itself, there were patient risks factors for apical bleeding which may have also contributed to the event (i.e. (B)(6) female patient).  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a transapical tavr procedure, an apex access site tear occurred requiring surgical treatment and transfusion. The 24fr ascendra+ sheath was inserted without resistance. Upon insertion of the ascendra+ delivery system, it passed through the sheath smoothly but was caught on chordae tendineae and the sapien xt valve would not cross the native aortic valve. The wire was exchanged and tried to change the direction and applied the tension but the device could not be advanced. When the physician repeatedly advanced and pulled the sheath several times, cardiac muscle was torn. Although the other physician performed pressure hemostasis with a finger, bleeding started gradually. Hemodynamics collapsed and percutaneous cardiopulmonary support (pcps) was introduced. After that, the sapien xt valve was advanced to the aortic valve and was implanted in a 40:60 aortic/ventricular position. Upon positioning, it did not advance further to the aortic side. Post deployment, mild paravalvular leak (pvl) was observed.  Once the hemodynamics became stable, the patient was weaned off from the pcps and the procedure was completed. The patient was status post mvr (implanted the ring). The native annulus diameter measured 18.0 mm by tee with mild valvular calcification and mild aortic root calcification. The physician commented that ascendra+ delivery system was caught on the chordae tendinae, but he managed to make the sapien xt valve cross the aortic valve. However, it did not advance any further to the aorta side.  The clinical specialist reported that the physician ¿pushed/pulled the sheath¿ about four times, which may have contributed to this catheter site injury. The bleeding from the apex tear (approximately 700 cc) required a transfusion, but the exact amount of the transfusion is unknown. Information regarding the rupture or damage of chordae tendineae was not reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Additional information was received indicating the patient was discharged on pod 27.

Manufacturer narrative:
Additionally, it was discovered that an article was published addressing the events related to this case and patient. Article citation: furuta, a., sato, k., morimoto, h., mukai, s., & goto, k. (2019). The interference with transapical transcatheter aortic valve implantation by the anterior chordae tendineae preserved at previous mitral valve replacement. Clinical case reports.